Manufacturer narrative:
A ge rep evaluated the system and reseated the generator driver board. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the dose rate on pulse is too high and half dose is erratic. No pt injury was reported.